Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is decreasing. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Device investigation did not reveal any device defect which would explain the reported symptoms. According to the available information, it seems likely that the reported problems were the result of bone growth around the reference electrode. In addition, in situ measurements point to one short circuit between two channels. However the exact location/cause for it could not be determined due to the active electrode's received condition. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The hearing performance with the device is decreasing. The user has been re-implanted on (B)(6) 2019.